Event description:
There was small hole in the side of a plastic bactalert sn bottle. Since the hole was covered by the product label, it was not seen on visual examination; and the bottle was inoculated and incubated. During incubation, blood and medium oozed through the hole saturating the label and dripping into the cell of the incubator.

Manufacturer narrative:
An investigation of this incident has been initiated. There were no adverse patient or healthcare worker events associated with this incident. However, there is the potential for adverse events were this to recur since the exposure to some samples can have significant health effects. A domino laser etches the lot ID and date code on the label. This laser usually has an exposure time of less than 200 milliseconds. However it is possible for the labeler to stop, positioning a bottle in front of the laser. When this occurs, the laser fires a "standby pulse" into the same location for the duration of the pause. This pulse is capable of burning through the bottle if stationary for more than a few seconds. By turning the standby pulse off, the probabiliity of the laser burning a hole in the bottle should be zero. Biomerieux is also investigating a mechanical shield that would drop into place when the labeler turret is not spinning thus preventing an integrity-compromising hole.